Event description:
A customer reported observing particulate matter in the solution of an intermate device. This occurred after filling the device with unknown antibiotics. This observation was made prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One unit was received with approximately 100ml of fluid in the bladder. Visual inspection of the unit confirmed the reported condition. A white particle approximately 0.95 mm in length was found floating freely in the fluid of the bladder. If additional relevant information is obtained, a supplemental report will be submitted.